Event description:
Overdelivery due to user misprogramming reported. The pump "was set up with the wrong drug concentration." It was programmed for a morphine concentration of 5mg/ml when the drug in use was meperidine at 10mg/ml. The continuous infusion rate was to be 12mg/hr, and the incident report indicates, "the patient received the medication at 24mg/hr instead of 12mg/hr." There were no reported adverse effects to the patient.

Manufacturer narrative:
Device history record indicated the pump was programmed for a concentration of 1.0 mg/ml. The account reported that the drug in use had a concentration of 10.0 mg/ml. User error confirmed. The device passed performance verification testing and long term testing. Observations of a loose pt pendant button and pinched ac transformer wires are not related to the reported event. The frequency of death or serious injury reports for code 100 (accuracy general) for lifecare pca is approx 1.14/million sets.